Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their sensors error out, and cannot trust the accuracy of the readings. The customer states receiving calibration errors and threshold suspend errors. The customer's blood glucose level at the time of incident was 141mg/dl. The customer was advised they would need to send faulty sensor back for analysis, and they would be receiving replacements.

Manufacturer narrative:
Evaluated one random opened/used sensor and performed continuity resistance test and sensor failed per specifications.